Manufacturer narrative:
(B)(4). Correction -the device was initially reported as returning, subsequent information received from the site states the device was discarded. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, the IFU states: the nc trek rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a right common femoral approach in a procedure of the de novo renal artery, the 5.0 x 8 mm nc trek balloon dilatation catheter (bdc) was inflated 3 different times using 18 atmosphere (atm) while over the balance middleweight (bmw) guide wire. The bdc was deflated without issue but the device became stuck and could not be removed separately from the guide wire. The bdc and guide wire were removed together as a system without issue. A second bmw guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep and indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The balance middleweight referenced is being filed under separate manufacturing report number.